Manufacturer narrative:
The device is undergoing an evaluation but has not yet been completed.

Event description:
Customer reported that clips were truncated during high frame rate workflow.

Manufacturer narrative:
This supplemental report is being submitted to update the device available for evaluation (see d10), update the follow-up type (see h2), update the device evaluated by manufacturer (see h3), update the event problem and evaluation codes (see h6), and provide the investigation results. Root cause: there is a recent change in the searchlookback algorithm, which was introduced after sc2000 3.5release. The issue was occuring in two scenarios: 1) when size of the color roi increases, the searchlookbacktime increases, but renderer looking for searchlookback time only upon start of the sweep or the wrap around.upon wrap around, the renderer finds that searchlookback time is high, it pulls one frame which is lower than the current rendered frame.the old frame is displaying for a moment,hence the flushing 2) with teq turned on, entering into res, casues the searchlookback time to change.upon wrap around renderer look at the larger searchlookback time and pull an old frame from the cinebuffer. The capture terminates because it finds out the new frame timestamp is older than the rendered frame timestamp. This issue was fixed as an engineering defect via update program us009/16/s.

Manufacturer narrative:
This supplemental report which is being re-submitted per FDA's request as the original supplemental MDR (MFR#3009498591-2016-00083) submitted in 2016 did not go through correctly. Correction: correct the brand name of the device (see section d1). Additional event information: additional event information (see section b5), update the device available for evaluation (see section d10), provide the initial reporter information (see section e1), update the manufacturer's contact information (see section g1), provide additional report source (see section g3), provide the date received by manufacturer (see section g4), provide the PMA/510(k) information (see section g5), update device evaluated by manufacturer (see section h3), provide the event problem and evaluation codes (see section h6), and provide additional manufacturer narrative (see section h10). The device referenced in this report was not returned to siemens for investigation; therefore, evaluation of the device could not be performed. The savelogs were reviewed and it was found that the truncation occurred when high frame rate captures were happening. The customer service engineer (cse) resolved the problem with a vb10c software patch and replaced the freeze assembly on-site.

Event description:
This is a supplemental report which is being re-submitted per FDA's request as the original supplemental MDR (MFR#3009498591-2016-00083) submitted in 2016 did not go through correctly. Additional information was received and it was reported that during an echocardiography procedure, there was an intermittent clip store reliability when the system was set to heartbeat captures. The clip captures stopped prematurely, before two beats. The procedure had to be repeated as some parts of the study were lost. The patient was administered additional chemical microbubbles (small gas-filled bubbles that are injected intravenously) to prolong the imaging study. There was no patient or user injury reported. No additional information was provided.